Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter was reading inaccurately on the morning of (B)(6) 2016, when he obtained alleged inaccurately high blood glucose results of "150 and 120 mg/dl", compared to his expected result of around 90 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulatard insulin (no adjustments) and administers 12 units at 7am and 12 units at 7pm each day. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that at approximately 10:30pm on (B)(6) 2016, he developed symptoms of "trembling" which he associated with hypoglycemia. He indicated that he tested his blood glucose level with the subject meter and obtained a result of "80 mg/dl" when he expected the result to be closer to 50 mg/dl. He reported that he self-treated his symptoms with "dextrose" at 11pm on (B)(6) 2016 and by 11:30pm, he "felt better." He denied using any other device to check his blood glucose levels. During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution available to test the meter and test strips. The patient's products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow him to verify the accuracy of the lfs products. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose reading on the subject meter, continued with his usual diabetes management routine and reportedly developed a symptom suggestive of severe hypoglycemia, after the alleged meter issue began.